Event description:
It was reported that the patient was referred for vns replacement surgery. It was later reported that this was due to high impedance being observed on the patient's vns. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery. During attempts at product return, it was revealed that the facility discarded the explanted products.